Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). Qc and calibration were within range. The investigation determined that the assay performs within specifications. The event was consistent with a sample-specific discrepancy.

Event description:
There was an allegation of a questionable elecsys hiv duo result from the cobas e 801 analytical unit for one patient. The initial result was 8.79 coi (reactive), and the second result was 8.64 coi (reactive). Elecsys hbsag ii and elecsys ahcvii are non-reactive. The sample was processed on another analyzer cobas 6800 (pcr), with a non-reactive result.